Event description:
The recipient reportedly experienced a cerebrospinal fluid gusher and post-operative facial paresis. Advanced bionics is in the process of obtaining add'l info. When add'l info is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient completed two round of steroids at end of (B)(6). The recipient had three doses of decadron over eighteen hours beginning intra-operatively and five day dose of prednisone on (B)(6) 2015. The recipient's facial paresis has almost resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. It was reported that the recipient has an inner ear abnormality. The surgeon had opened up the endosteum of cochlea and cerebrospinal fluid leak occurred as expected and the pressure in the inner ear diminished. The facial paresis was reportedly resolved in (B)(6). The recipient remains implanted. This is the final report.